Event description:
Boston scientific received information that a red alert was generated from this device due to an out of range shocking impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient was being evaluated in the clinic and the caller noted shocking impedance measurements of 53 to 76 ohms. It was noted that at the time of the alert, the patient had electrodes on his body. A boston scientific technical services consultant discussed how the electrodes could have caused electromagnetic interference (emi). The consultant stated the physician could consider device testing. No other adverse events have been reported. This product issue will be updated if additional information is received.